Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, the pump was unable to be powered on or download pump history. Further testing was not able to be completed due to the unresponsive pump. The complaint of a call service alarm issue was not able to be investigated. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and moisture damage was found inside the pump on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).